Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04276. It was reported patient experienced ineffective stimulation due to high impedances in one lead and uncomfortable and shocking sensation on the other lead. Thereby the stimulation was turned off. To address the issue, surgical intervention took place wherein both the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.